Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarm catheter restriction. The hospital reported that the alarm catheter was restricted and the customer was remotely guided to check the balloon catheter. After straightening the catheter, the restart was completed. The fault was resolved, and the pump was stopped for a short time without causing any personal injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Manufacturer narrative:
A getinge field service engineer(fse) evaluted unit. All safety and performance tests were performed and passed. The machine is in normal use and delivered to the customer and can be used in clinical practice.